Event description:
Risk management notified that implantable medication port and catheter were explanted from pt due to catheter separation from port. Procedure was uncomplicated. Pt suffered no adverse effects either before or after explantation.